Manufacturer narrative:
Manufacturer date: 02/21/2008. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the service history for this unit for the past six months (09/29/2013 through 03/28/2014) did not observe any significant trend. ¿ the trend for the product malfunction code of odor/smells was completed from april 2013 through march 2014 and revealed a significant trend which is addressed in CAPA. ¿ the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿ the shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
A customer reported an event of a "bad smell" emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and evacuate the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum subsystem screws were tightened. Unit meets specifications and was returned to service on (B)(4) 2014.